Event description:
Reportedly, the center received a remote report for occurrence of v burst. No episode of v burst is recorded in the device memory nor on the remote website.

Manufacturer narrative:
The review of provided data confirmed the reported event: the alert for v burst was triggered on (B)(6) 2024 and no v burst episode was available in the device memory. The data from the remote follow-up on (B)(6) 2024 were provided. When a v burst is detected, it triggers: the record of a marker chain. The marker chain will be recorded and then displayed in aida following the priority rules to record a v burst. The alert for v burst if the programmed low limit is reached (low limit is 1 for the subject device) the investigation of the provided data revealed that the alert for v burst was raised on (B)(6) 2024 at 21:41:18. It also revealed that on (B)(6) 2024, the device detected 37 safer episodes. The most probable hypothesis is that the device was already recording a safer episode when the v burst was detected and the detection of a v burst does not stop the recording of a safer episode, therefore the v burst could not be recorded in aida. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the center received a remote report for occurrence of v burst. No episode of v burst is recorded in the device memory nor on the remote website.